Event description:
Reporter indicated that vns pt could no longer feel stimulation. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the ncp system. Further follow-up revealed that treating neurologist suspects current leakage and has programmed the generator to off. The pt is scheduled for ncp system explant (both generator and lead) and will not be re-implanted.